Manufacturer narrative:
The customer evaluated the analyzer with the assistance of field service engineer (fse) and was able to reproduce the error message. The fse instructed the customer to clean the wash electrode probe sensors and the analyzer was operational. There was no further action required by fse.

Event description:
This report summarizes <noe> 1 </noe> malfunction event on the aia-360 analyzer. The review of event indicated that the aia-360 analyzer experienced washer error messages, which caused delayed reporting of critical patient results. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.